Event description:
The consumer reported an unknown number of false positive results using binax now covid-19 ag card kit on an unknown dates. No additional testing was performed. No additional information, including patient outcome or treatment, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event dates were not provided. D4: UDI (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 229039x with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot 229039x, test base part number 195-430h / lot 225032r. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 229039x showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue.h4 - device mfg date h3 other text : other - device not returned; single use device.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event dates were not provided. D4: UDI (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : other - device not returned; single use device.

Event description:
The consumer reported an unknown number of false positive results using binax now covid-19 ag card kit on an unknown dates. No additional testing was performed. No additional information, including patient outcome or treatment, was provided.